Manufacturer narrative:
Date of event: unknown. Investigation summary: one photo was provided by the customer for investigation. By our quality team. Upon visual inspection, it appears to show a needle hub with two (2) marks or scratches on the hub. However, based on the photo it cannot be determined if the marks or scratches go completely through the side of hub and if they would affect the function of the needle hub or not. A device history record review found no non-conformance's associated with this issue during production of this batch. Investigation conclusion: based on the quality team's investigation conclusion and the photo provided by the customer, it cannot be determined if the appears that the marks or scratches go completely through the side of hub and would affect the function of the needle hub or not. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: this type of damage could occur during the molding process or during the assembly process; however, it cannot be definitely determined where the damage occurred at this time.

Event description:
It was reported that the needle filter 19x1-1/2 tw experienced leakage. The following information was provided by the initial reporter: material no: 305200 , batch no: 8052946. It was reported that the hub on the filter needle was found to be cracked when the needle was withdrawn from the vial. Event description per customer's attached email states, "the reporter reported that the hub on the filter needle was cracked. Complaint received date: (B)(6) 2019". "The defect was noticed during use (withdrawal from the vial). The medication was not administered to the patient.".